Event description:
Discrepant low on 1 patient. On (B)(6) inratio = 3.4 at 11:20 am, lab inr = >10 at 13:00. Patient's therapeutic range 2-3, patient had nose bleed and eyes were bloodshot. Patient took prescribed coumadin on (B)(6). Coumadin was withheld on (B)(6). Inr was rechecked on (B)(6), lab inr was 1.84. Patient did not receive vitamin k and was not hospitalized.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strips testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time as no product deficiency was established.